Event description:
Received a report that the unit did not have audio. Customer had installed a new speaker, however, the unit still had no audio.

Manufacturer narrative:
No product returning. This product is no longer manufactured. The customer will retire the unit and customer is aware that the product is no longer manufactured.